Event description:
The user facility reported that following a left heart catheterization, the involved tr band was applied, and the sheath removed as the balloon inflated. However, the balloon began to deflate immediately. A replacement tr band was then successfully used. Blood loss was less than 250cc. There was no patient injury or need for medical or surgical intervention, and no direct claims were made regarding the device causing or causing patient harm or the need for medical intervention. The event occurred intra-operative.

Manufacturer narrative:
A3b: gender: n/a. D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot # was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual device has returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band, inflator and packaging label were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the large and small balloon assembly. The sample failed leak testing. The sample was placed under a microscope to look at the location of the leak. Upon microscopic inspection, the large and small balloon assembly is separated at the balloon weld. The complaint can be confirmed for air leakage. The cause is a separation at the large and small balloon weld. The operations quality engineer was notified about this issue and was initiated. Non-conformances (nc) will contain root cause analysis and corrective actions. Review of device history record (DHR) for both possible lot numbers showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).